Manufacturer narrative:
Upon disassembly for visual inspection there were signs of third party repair. The rotor is corroded and scratched, the driveshaft bearings are gritty and the motor is corroded. Additionally the motor housing is the old style.

Event description:
It was reported that the core impaction drill heated up. No further information was available upon follow-up.